Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 07/18/2014 with the following findings: the complaint of a shortened battery life was not duplicated during investigation. A review of the pump¿s black box revealed a low-battery warning and no indication of a shortened battery life. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric current draws were found to be within specification. A pump case crack was found during evaluation. There was evidence of moisture within the pump. Leak testing revealed a pump case leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.